Manufacturer narrative:
Investigation revealed a crack in the battery compartment. No damage was found to the returned battery cap. The returned battery cap was able to carefully attach to the pump and was used for testing. A battery life issue was not duplicated during the investigation. Upon review of the pump data, replace battery alarms were observed in the pump history. The idle, sleep, rewind and load currents were tested with an external power supply and were found to be within the required specification. Upon removal of the pump cover, no evidence of internal moisture ingress was observed. There was no damage to the power circuit or the battery flex.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life w/ damage) issue. It was reported that the battery life was less than expected. In addition, the reporter alleged damage to the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.